Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient was not crossing over. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the incident, it was determined that the patient order was not crossed over to one station. A technical support specialist accessed the server, ran a query, and confirmed patients were present. Verified correct area and unit setup. The technical support specialist discovered admission inactivity set to one day, likely causing the issue and mailed the customer with a job aid, and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assessed the device. (B)(6).